Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause could be due to ¿inadequate material selection - materials of construction are not biocompatible¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "replace the purewick female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewick female external catheter. Not recommended for use on patients with a known latex allergy". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's husband said the patient was in a nursing home and got an urinary tract infection and he thinks it¿s because the nurses were not cleaning the purewick. It is unknown if medical treatment was provided for the uti.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient's husband said the patient was in a nursing home and got an urinary tract infection and he thinks it¿s because the nurses were not cleaning the purewick. It is unknown if medical treatment was provided for the uti.